Manufacturer narrative:
The pump had no button response due to flattened dome switches on all the buttons. The keypad connector on the lcd board was locked. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or test for delivery anomaly and bolus wizard anomaly due to no button response. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 for a blood glucose of 20 mg/dl. The customer's low was a result of over-bolusing; she took a bolus for an incorrect amount of carbs. Troubleshooting was initiated for the insulin pump. The reservoir contained less insulin than the amount displayed on the status screen. The customer believed that the insulin pump was over-delivering. The insulin pump also had issues with the buttons getting stuck; they were hard to press. The insulin pump will be returned for analysis.